Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomed technician reported a fresenius 2008k2 machine would return to default setting after ultrafiltration (uf) goal and time is set and a new treatment has started. The uf goal and time will be reset and patient treatment will continue. There was no patient harm or adverse events reported. Due diligence attempts were exhausted, but no additional information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A machine serial number was not provided, so a records review and investigation of the device manufacturing records could not be performed. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.